Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. The soft cannula was found to be kinked, though no issues were found with fluid flowing through the complete fluid path. It could not be determined when or how the damage to the soft cannula occurred. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The customer description details that the customer was picking at the pod, causing it to dislodge from the infusion site. The cause of the dislodged cannula is determined to be user error. Initial attempts to download the data from the pod were unsuccessful. Connection to the master pdm could not be established. Measurement of the battery voltages found the bottom and middle batteries to be depleted. The pod was attached to an external power source in an attempt to download the data. Connection could not be established. The pcb assembly was removed from the pod chassis and connected to the external power supply. Connection to the master pdm could not be established. Inspection of the pcb assembly found no damages or manufacturing deficiencies that would prevent the pcb from connecting to the master pdm. The cause of the connection errors and subsequent data loss could not be determined. Without the data, it could not be determined if the pod successfully delivered insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had high blood glucose levels of 343 mg/dl while wearing the pod. The patient has traumatic brain injuries. They were picking at the pod causing it to become loose and pulled the cannula out.